Event description:
Boston scientific received information that the patient presented to the emergency room due to his device emitting tones. Upon interrogation a code displayed which indicated the voltage was too low for projected remaining capacity. A disk of the device's memory was sent in and reviewed by a boston scientific engineer. Review of the data found that the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Explant of the device was recommended. All available evidence suggests this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.